Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident and no issues were identified. Indicated failure conclusion: bd was unable to confirm the customer¿s mode because no samples or photos were received to confirm the stated defect. UDI#: (B)(4).

Event description:
The safety mechanism of the 18g bd eclipse¿ needle falls off during use. There was no report of injury or medical intervention.